Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob and weight not available for reporting. UDI: unknown part number, unknown lot number, UDI is unavailable. This report is for unknown screw/unknown lot number. Screw not implanted or explanted - broke into pieces. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 3.0mm headless compression screw broke into two separate pieces while being implanted into the patient bone during a metatarsal fusion procedure on (B)(6) 2016. It was noted that patient has extremely hard bone. There was difficulty drilling and when they went to put in the screw the head of the screw came off. When the remaining shaft of the screw was removed, it was significantly bent with a piece of the guide wire still in it. No fragment were left in the patient, they were removed without additional medical intervention. It is unknown if there was a delay in surgery. Procedure was completed successfully. Sales consultant was not in the surgery, received information from a nurse. This complaint involves two device. This report is 1 of 2 for (B)(4).